Event description:
Patient has a heartware lvad (left ventricular assist device) implanted in 2019. The device has a recall from april 2024 identifying a higher risk of the pump not restarting after loss of power in patients with a history of high-power consumption during pump restarts. Patient had been identified through logfile analysis as having frequent vad stoppages due to power interruptions. Patient and partner have been educated over a period of years on never disconnecting both power sources. Patient was further identified as having a recent history of high-power consumption at these pump restarts and was educated on his specific risk of non-restart at his clinic visit last month. This included specific education on never removing both sources of power. Event: patient¿s wife called vad coordinator stating that patient had changed vad controller and pump would not restart. Vad engineer instructed partner and coordinator to call 911. Patient was flown to the hospital and arrived at ed (emergency department) ~90 min later. Vad remained off at this time; however, patient was clinically stable. Patient had previously consented to use of a non-FDA-approved controller in the event pump did not restart. Vad engineer met patient in ed and switched his controller to the non-FDA approved model which delivers higher initial power to restart a pump not restarted by the standard controller. This was done using the manufacturer¿s recommended technique of applying two power sources, one being an ac adapter. This was attempted 5 times. Each time the pump failed to restart after 5 attempts and on the final two attempts the pump completely timed out after 30 attempts. Analysis of the lvad logfiles by both the manufacturer (medtronic) and hospital engineers revealed that the patient had likely inadvertently disconnected both power sources, causing the pump to stop. He then attempted to restart it on the original controller before changing to the backup controller. On both of the patient¿s controllers and the non-FDA-approved emergency controller, the pump exceeded maximum power consumption (65w) every time it attempted to restart and was therefore unable to restart. This is consistent with the known manufacturing defect described in the recalls. The patient was clinically stable and showed adequate cardiac function by echo. He was placed empirically on inotropes and transferred to cardiac surgery ICU. Due to his presumptive dementia, advanced age, and inability to safely manage his lvad he was deemed not a candidate for device reimplant. The lvad remains in situ but was percutaneously decommissioned by plugging the outflow graft. The patient remains clinically stable although still on inotropes and with a resolving acute kidney injury.